Event description:
A customer reported to olympus, the pink rubber on tip of ultrasonic gastrovideoscope was torn. The event occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed due to a deep cut on the probe unit. In addition, the instrument channel was leaking. The bending section cover glue was cracked. There was peeling cement around the light guide lens. The biopsy channel was leaking. The ultrasonic image had multiple broken elements. The switch button 1 was cut. The control body cover name plate was missing. There was a cut on the light guide tube on connector side. There was a cut on the ultrasound cord on connector side. The ultrasound cord had a buckle. The bending angle was reduced due to elongation of the angle wire. The play of up/down and right/left knobs were out of specification. The scope connector label was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.